Event description:
It was reported by service report that the foot end lift would drift down. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Failed nut in lift motor.